Event description:
Pt being lifted from wheelchair to bed with a best lift (pl400h) when the head of the arm came off, causing the decedent to fall to the floor. Pt transported to local hosp with a left ramus fx and left tibia/fibula fx. He expired the same day. FDA safety report ID# (B)(4).